Manufacturer narrative:
H10: the device was received for evaluation with a mini cap attached to the female connector. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that leakage was observed between the female connector of a minicap extended life pd transfer set and an unspecified peritoneal fluid bag. This occurred during use for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.